Event description:
A hospital in (B) (6) reported to our distributor that an rt212 adult inspiratory heated breathing circuit cannot be heated. No patient consequence was reported.

Manufacturer narrative:
(B) (4): this is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B) (4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the rt212 breathing circuit was tested using a multimeter. A continuity test was also performed on the heater wire connector pins to tests the connectivity of the pins. Results: the inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed one other complaint of this nature for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Further design improvements to the existing crimping machines are in progress. (B) (4).